Manufacturer narrative:
Health professional? And occupation: information unknown. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, intermittent e315 error and video connector leak was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display a b30 error. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer-reported error b30 was not confirmed. However, the definitive root cause of errors b30 and e315 could not be determined. Error b30 occurs due to poor communication between the camera head and the processor. It is possible that error b30 was caused by a defective charge-coupled device unit. Error e315 is a camera head error that occurs due to a failure to adjust the white balance. It is possible that error e315 occurred because the image was not displayed due to the failure of the charge-coupled device unit and white balance adjustment failure. It is possible that the errors occurred due to user mishandling. Olympus will continue to monitor field performance for this device.